Event description:
Reporter is patient who states, that eye became irritated and there was no vision in her right eye soon after using solution. She recalls increased sensitivity to light, inability to read, redness and irritation. She was biopsied and diagnosed with a corneal ulcer (probably chemically induced). Has been treated with steroid and antibiotics for 5 days, but her vision continues to worsen. She denies having had any culture done to date.